Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required), (stent explanted and additional stent required). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The most probable root cause is anticipated procedural complication, due to the fact that stent migration is listed in the dfu for this product as a potential complication related to the use of this device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within a patient¿s bile duct on (B) (6) 2009. According to the complainant the stent was passed through the patient¿s moderately tortuous anatomy, and successfully implanted within the middle part of the patient¿s common bile duct. On (B) (6) 2010 during a routine, follow-up procedure the physician noticed that the stent had migrated into the last third of the patient¿s duodenum. The physician left the migrated stent within the patient¿s duodenum to pass naturally. A second wallflex biliary rx partially covered stent was then successfully implanted. On (B) (6) 2010 the migrated stent was endoscopically explanted from the patient without issue. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.